Event description:
It was reported that during fess procedure, blade was used without concern and the procedure was completed with the reported product but when removed from the hand piece it was noticed that the rear rubber bung/washer fell onto the patient. The or team feel all bits were retrieved. There was a delay of 2 minutes. There was no patient impact.

Manufacturer narrative:
H3: visually, the device was returned in a large yellow bag. There were traces of biological contamination found from the proximal to the distal end of the outer tube. There was no damage noted in the construction of the returned device, and no loose components. However, the inner shaft seal was in inverted condition (upside down), when returned. It seemed that after fallen out, the seal was improperly placed back on the proximal end of the inner shaft. Functional testing is not required per document d00435338 revision d. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.